Manufacturer narrative:
Additional information: d9, h3, h6, h11: h11: the device was received for evaluation. A visual inspection with the naked eye was performed which revealed a broken occluder foot. Functional tests which included leak, clear passage, and clamp function tests were performed and a leak through the closed clamp was observed. The cause of the leak was due to the broken occluder foot. The reported condition of no flow was not verified, however, the sample did not meet specifications due to the broken occluder foot. The cause of the broken occluder foot could not be determined, however, a potential cause is if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a dialysis ¿fluid injection problem¿. This was further described as the ¿patient has been experiencing a dialysis infusion/ drainage problem for 3 weeks, not been able to dialyze for 6 days¿. This occurred during use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.